Event description:
Doro skull clamp slipped after pt pinned/placed in mayfield base unit. Pt safely returned to stretcher. Clamp removed from pt. Three mm laceration noted on scalp; promed instruments, inc., (B)(6). FDA safety report ID# (B)(4).